Manufacturer narrative:
The inr and lab results provided by customer were performed more than three hours between the two readings. Since the time of the tests exceeded three hours, changes in pt's status may have contributed to unexpected errors. Three hours is considered a reasonable length of time between readings in order for comparison to be valid. For this reason, no further analysis of the client's data was performed between these two readings. The customer is currently in stage IV renal failure. It is uncertain the impact renal failure may have on the coagulation test. Be advised, the pt's medical condition can affect the action of oral anticoagulants and the inr value. Since a lot number was not provided, and the product associated with the complaint is not expected to return, product support was unable to perform further investigation. Further investigation was not possible. The date points provided exceeded 3 hour testing window. It is not possible to rule out that the change in value was not due to a change in the pt's status. Customer did not provide lot numbers or return products for investigation. Unable to perform further investigation without additional info. Pt's condition as a cause of the unexpected results cannot be ruled out. Root cause could not be determined from the info provided by the customer. No strip lot info was available. No corrective action at this time as no product deficiency was established.

Event description:
Caller alleged discrepant accuracy results when compared to the lab. Results as follows: date: or (B)(6) 2013; infratio: 2.7; lab: 9.3. Time between testing was reported as 6 hours. Pt's therapeutic range is 2.0 - 3.0. Customer reported excessive bleeding from rectum.